Event description:
A home patient reported an error 1085 during priming. The reported alarm has occurred approximately eight times with different cassettes from various lot numbers. The home patient stated this has been happening ever since the packaging change. Reportedly some of the cassettes seem to be th eone that alarm. Technical service was contacted on more than one occassion. The home patient stated she was instructed to change the cassette only. The home patient replaced the cassette using the same supply bags. The lot number given is the lot number the home patient was using on the day that she contacted baxter product surveillance.